Manufacturer narrative:
Damaged pumping chamber and oc mirror. After the substitution the system has been restored to full power and performance. We are unaware about delay on treatment or patient injury.

Event description:
In surgical laser system laser displayed low power error during treatment and tissue interaction diminished. Use of the laser was discontinued. No adverse effects to patient were reported.